Event description:
It was reported that this brady lead in the left bundle branch placement exhibited loss of capture due to lead dislodgement which was confirmed via electrogram and x ray. This brady lead was newly implanted and subsequently explanted on the same date, replaced with a non boston scientific model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead in the left bundle branch placement exhibited loss of capture due to lead dislodgement which was confirmed via electrogram and x ray. This brady lead was newly implanted and subsequently explanted on the same date, replaced with a non boston scientific model and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The field report identifies an issue addressed in the instructions for use (IFU) and, as such, is deemed a known inherent risk associated with the lead.